Event description:
Report from account indicates 6 separations from the injection site over the course of 6 months but no details on previous incidents. Report from the account indicates separation of the injection port during code in the emergency room. Emergency room team pushed the epinephrine prefilled abboject syringe (lot number 69-164-dk) and upon pulling needle out of the port, port separated. IV tubing replaced. Writer to rec'd add'l info from account with follow-up on pt disposition. Add'l. Info from account reveals the prefilled syringe was inserted outside of the center of the injection port and the port adhered to the needle and came off. Add'l info from account indicates that the pt expired but all indications, per the account, do not feel that the pt's disposition was directly related to the separation of the injection port.